Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 500mg/dl. Troubleshooting was performed. The insulin pump alarmed excessive no delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.